Event description:
The patient called to report that the atrial lead either corroded or frayed. The lead was explanted and replaced during a device changeout procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.